Event description:
White 2021, endoscopic management of barrett¿s dysplasia and early neoplasia: efficacy, safety and long-term outcomes in a UK tertiary centre. The borders of lesions were marked by electrocautery snare. Resection was achieved by two methods. The first method using the mbm technique (duette; cook endoscopy, limerick, ireland/captivator device (boston scientific ltd): a pseudo polyp is created by suction then resected after deployment of a rubber band. This is then resected with a hot snare. This process is repeated until the lesion is completely resected. The overall early major emr complication rate was 2.5%, which included one perforation that settled with endoscopic treatment and the patient was later discharged. Rectified with endoscopic treatment during the procedure. Mean age 67 years. Male:female ratio 183:38.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the duette device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all duette devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0026) states the following: ¿potential complications associated with emr include, but are not limited to: retrosternal pain, nausea, laryngeal laceration, esophageal perforation, stricture formation, obstruction, haemorrhage.¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause can be attributed to a procedural related effect as per the instructions for use (ifu0026-10) esophageal perforation is a known complication associated with the use of the device. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient required additional surgery due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.